Event description:
The customer reported that the insulin pump alarmed motor error two weeks ago and his blood glucose was over 600mg/dl for two to three hours. The blood glucose reading at time of call was 320mg/dl. Troubleshooting was performed, and the drive support cap appears normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly.